Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead triggered a lead safety switch for high out of range pace impedances. The impedance values were greater than 2000 ohms. Further review noted the rv lead also exhibited oversensed noise. An x-ray was performed and lead position looked good, but there was a lead fracture near the header of the existing device. The rv lead was surgically abandoned and replaced. No additional adverse patient effects were reported.